Event description:
On (B)(6) 2014, the user facility reported a complaint with the fenestrated bipolar forceps instrument but provided a description of unknown as the event note. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated on (B)(4) 2014. Failure analysis investigation found a broken pitch up cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. An additional failure analysis investigation observed that the instrument distal pulleys exhibited scratch marks/abrasions. There were scratches on the surface of the distal pulley. No other damage was found.